Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to severe hyperglycemia while wearing the pod between 24 and 36 hours. The patients blood glucose level rose to 768 mg/dl. The patient self-treated by administering insulin. The patient was diagnosed with diabetic ketoacidosis (dka). Reported symptoms included ¿vomiting, sickness, sensitive to everything, shaky, headache, thirst and nausea.¿ treatment during hospitalization included intravenous (IV) saline stuff, magnesium, potassium, and medication for nausea. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs9bzcl. Hardware: sm-s931u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.